Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2024 and suture was used. During the procedure, the parturient underwent a vaginal incision and the wound needs to be sutured. The wound tissue is brittle and prone to bleeding, and the doctor quickly sutured it with suture to achieve hemostasis. But during the suturing process, the suture broke, causing the suturing to be unsuccessful, and when the intradermal suture was completed and knotted, the suture broke, requiring re suturing. Serious impact on suturing efficiency, resulting in delayed suturing and affecting patients. Replaced the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Please refer to the event description, other information requested is unknown.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees, that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Following additional information was received: according to feedback of the sales rep, the event date should be october 17, 2024.